Event description:
A report was received that a patient was having difficulty charging their ipg. The patient's charge profile indicates that the ipg may be flipped. The physician plants to revise the patient.

Event description:
A report was received that a patient was having difficulty charging their ipg. The patient's charge profile indicates that the ipg may be flipped. The physician plans to revise the patient.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient is reportedly well following the procedure. Explanted ipg will not be returned to bsn as it was discarded by medical facility.